Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, h6.

Event description:
The patient tested positive for cd30 and negative for alk in the cytology with the implant.

Manufacturer narrative:
Regarding the previous report submitted on 20/apr/2020, follow-up has been received confirming the affected side and sn of this device. Supplemental DHR performed as the device related to this record has been updated. A review of the device history record associated with sn (B)(4). Has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5, d.4, h.4, h.6 the event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma - late.

Event description:
Physician reportedly "found bia alcl in the right implant in the capsule and the surrounding seroma;" an en bloc capsulectomy was performed. Affected side is right.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, b.7, h.6, h.7, h.9. The events of lymphoma - alcl and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: anaplastic large cell lymphoma (cd30+, alk-), capsular contracture, baker grade iii.

Event description:
Pathology confirms cd30+, alk- anaplastic large cell lymphoma. Further reported was capsular contracture, baker grade iii and pain.

Manufacturer narrative:
A review of the device history record associated with sn (B)(4) has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected. The device information currently populated in this record is for the patient's left side device. As the reported information did not indicate against which side the suspected alcl occurred the patient's right side device information has been provided below: sn: (B)(4). Lot: 1114000.

Event description:
Physician reported patient "tested positive for cd30 in the cyto." While the marker of cd30+ has been reported pathology has not been received and the marker and alk- has not been reported/confirmed. Affected side is unknown. The device has been explanted.